Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 520c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage with a gst60d reload loaded in the device. Additionally, the reload was received with the left side fully fired, and the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. In addition, damage on the pockets bumps are noted at the proximal end left side, most likely due to the damaged one-piece sled. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 520c96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. Investigation summary: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue at the beginning of the video. At the 0:05 mark a device with a white reload loaded was introduced. At the 0:23 mark tissue is placed between the jaws of the device. At the 0:38 mark the device is closed. At the 1:03 mark the device is fired. At the 1:17 mark the jaws are open and bleeding is noted on the left side of the staple line. However, there is not a clear view of reload loaded. At the 1:51 mark a device with clips is introduced and clips are placed on tissue with bleeding. In the rest of the video, the tissue is handled by surgical instruments. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: surgeon went over how they were in a sleeve to gastric by pass, when the device was removed, no staples were fired on once side from the stapler. On one side it went form formed staple line to unformed staple line. When stapling across the stomach with the stapler using a gold load, half of the staples did not fire. The line of staples that should have closed the stomach pouch did not fire, leaving the pouch open after the stapler released the tissue. The stapler did not make any unusual sounds and the misfire was the second load used during the case. How was the intra operative bleeding addressed? Stapled above and added in sutures. Any unusual sounds heard? No. Could you walk through the firing sequence for procedure? 2nd fire with this stapler was slr used? No. Is device usually fired cartridge up? Yes, occasionally.

Manufacturer narrative:
(B)(4) date sent: 1/25/2024 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ech60l fired a gst60d and only one side of the staplers fired. Procedure was a bypass. No patient harm reported.